Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received insulin flow blocked alarm and the customer had high blood glucose level. The customer¿s blood glucose level was 416 mg/dl at the time of incident and current blood glucose level was 386 mg/dl. The customer also reported blood glucose level such as 143 mg/dl, 200s mg/dl, 179 mg/dl, 258 mg/dl, 300s mg/dl and 408 mg/dl. The customer performed displacement test and it passed and perform high pressure test and found insulin flow blocked alarm. The insulin pump will not be returned for analysis.